Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had an intermittent stop key. It is unknown when or at what point in the process this condition occured. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available.